Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's wife reported via phone call of high blood glucose readings from the insulin pump. The wife stated that her husband has been having high blood glucose readings and the diabetic doctor stated to change his site. The customer was assisted with filling the reservoir. The wife stated that her husband stayed in bed most of the day and rolled on it. The doctor stated that the site was probably bent. The customer did not want to troubleshoot at the time.